Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure low alarms occurred during a routine hemodialysis treatment, which could not be resolved. While attempting to connect for rinseback, the operator inadvertently left the access line clamped. Rinseback was not performed due to clotting resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator failed to make the proper connections for rinseback. The user's guide provides adequate instructions for patient connections and performing rinseback. Facility staff attributed the alarms to a narrowing of the patient's access which has since been resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.